Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 624837) for permanent contraceptive tubal implant. The patient had a medical history of parity 3, multi gravida, ovarian cyst, abnormal uterine bleeding, cholecystectomy, adenomyosis, anaphylaxis, nickel allergy and asthma. Never a smoker. The patient had a family history of asthma, diabetes, gastrointestinal disorder, ovarian cancer (mother), anxiety, depression, diabetes mellitus and hyperlipidemia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5420 days after essure insertion and 3640 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparascopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: no reflux of contrast is seen into either the right or the left fallopian tube. [Pathology test] on (B)(6) 2023: a. Fallopian tube, left with coil, salpingectomy: segment of benign fallopian tube with contraceptive coil seen in full cross-section with no significant histopathologic change. Fallopian tube, right with coil, salpingectomy: segment of benign fallopian tube with contraceptive coil seen in full cross-section with no significant histopathologic change. Clinical history: desire sterilization. Specimen(s) received: fallopian tube, left with coil, salpingectomy. Fallopian tube, right with coil, salpingectomy. Gross description: there is a metal coil present within the lumen and an additional portion of metal coil is included with the specimen measuring approximately 18.0 cm in length with diameter of less than 0.1 cm to 0.2 cm. Sectioning reveals a patent pinpoint lumen with a wall thickness of 0.2 cm. Sectioning reveals grossly unremarkable cut surfaces with a patent pinpoint lumen and a wall thickness of 0.2 cm. Included with the specimen is a markedly disrupted metal coil measuring 17.2 cm in length with a diameter of less than 0.1 cm to 0.2 cm [ultrasound scan vagina] on (B)(6) 2022: bilateral essure. Coils are in the proper location. Left ovary with a 33 x 29 x 34mm slightly complex cyst. Lot number: 624837. Manufacture date: 2007-06. Expiration date: 2009-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. 624837) for female sterilisation. The patient had a medical history of parity 3, multi gravida, ovarian cyst, abnormal uterine bleeding, cholecystectomy, adenomyosis, anaphylaxis, nickel allergy and asthma. Never a smoker. The patient had a family history of asthma, diabetes, gastrointestinal disorder, ovarian cancer (mother), anxiety, depression, diabetes mellitus and hyperlipidemia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5420 days after essure insertion and 3640 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparascopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: no reflux of contrast is seen into either the right or the left fallopian tube. [Pathology test] on (B)(6) 2023: a. Fallopian tube, left with coil, salpingectomy: segment of benign fallopian tube with contraceptive coil seen in full cross-section with no significant histopathologic change. Fallopian tube, right with coil, salpingectomy: segment of benign fallopian tube with contraceptive coil seen in full cross-section with no significant histopathologic change. Clinical history: desire sterilization specimen(s) received fallopian tube, left with coil, salpingectomy. Fallopian tube, right with coil, salpingectomy. Gross description: there is a metal coil present within the lumen and an additional portion of metal coil is included with the specimen measuring approximately 18.0 cm in length with diameter of less than 0.1 cm to 0.2 cm. Sectioning reveals a patent pinpoint lumen with a wall thickness of 0.2 cm. Sectioning reveals grossly unremarkable cut surfaces with a patent pinpoint lumen and a wall thickness of 0.2 cm. Included with the specimen is a markedly disrupted metal coil measuring 17.2 cm in length with a diameter of less than 0.1 cm to 0.2 cm [ultrasound scan vagina] on (B)(6) 2022: bilateral essure. Coils are in the proper location. Left ovary with a 33 x 29 x 34mm slightly complex cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Surgical pathology report added. Medical history & lab data updated. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5448 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5448 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.